Manufacturer narrative:
The serial number has not been disclosed. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacturing date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Several attempts have been made to gather additional information regarding the involved device and the patient. However, no further information has been provided at this time. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
On (B)(6) 2017, livanova (B)(4) received a user medwatch report (mw5071677) stating that a patient developed fever and bacteremia with mycobacterium chimaera 18 months after undergoing an open-heart surgery procedure during which a heater-cooler system 3t was used.

Manufacturer narrative:
After follow up communication, two serial numbers were provided, but it is unknown which device was used for the procedure. Both devices have tested positive in the past, these two devices were addressed in the report 9611109-2017-00107 and 9611109-2017-00108. Further communication with the customer revealed that the heater cooler 3t is regularly cleaned per IFU and that the device is placed inside the operation theater with the fan generally pointing toward the anesthesia machine at a distance of 5-6 feet from the operative field. At the moment, we have received the information about a modest improvement of the patient with a three-drug anti-tuberculous regimen, but both in terms of symptoms and laboratory studies, he has not returned to his clinical baseline. A review of the DHR and shr could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue.